Event description:
On (B)(6) 2006, the patient was implanted with an scs system. It was reported that the patient feels changes in stimulation when pressing on the ipg. On (B)(6) 2010, the sales representative met with the patient and observed 0 impedance on all contacts. The patient is able to feel the stimulation where desired but the intensity changes when touching the ipg. An x-ray was taken and no anomalies were noted. On (B)(6) 2010, ans was notified that the patient is scheduled for an exploratory revision for (B)(6) 2010.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications, and no anomalies were noted. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.